Manufacturer narrative:
The main component of the system and other applicable components are: product ID: (B)(4), lot #: (B)(4), implanted: 2016 (B)(6), product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The patient started experiencing the lead pulling when they bend over/fall approximately(B)(6) 2017. The cause of the lead pulling is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1bvej serial# implanted: (B)(6)2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient felt like the lead was pulling for the stimulator when she bends over. Causing her pain at the lead site. She did have one fall post lead revision. Noticed stimulation in another area, but still in pelvic floor. Patient had turned off interstim. Representative spoke with patient a day prior to this call and was advised to turn it back on and see if her symptoms go away so that way they could rule out that the lead was still in a good location. The issue was not resolved at the time of this call. There was no surgical intervention planned or occurred. No further complications were reported/anticipated.the patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.